Event description:
Patient was post heart cath procedure and in ICU for arterial line/femoral sheath removal. The rn pulled the femoral sheath with a femostop. The bulb inflated but would not hold pressure. The femostop was from lot #879762. Staff got another femostop with a lot #878439 which also failed. Finally a femostop with a different lot number was used and worked appropriately. The rn reported that another ICU unit had also had a similar experience with a femostop with the lot #879762. The patient experienced minor bleeding. All the product was pulled from the shelves and is being held by materials management.====================== health professional's impression======================the bulb would not stay inflated so would not provide the compression-assist for vascular closure.====================== manufacturer response ======================materials management has collected the malfunctioning devices and said that they were notifying the manufacturer. Manufacturer is coming to the facility to look into the events.